Event description:
It was reported that the patient experienced shortness of breath and fatigue when the implantable pulse generator (ipg) had a power on reset (por) and reverted to vvi 65 mode. It was noted that the patient was recently hospitalized. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).